Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was identified that the sealing rubber of the plunger (the stopper) is damaged, remaining out of its proper place."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was found damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was identified that the sealing rubber of the plunger (the stopper) is damaged, remaining out of its proper place".